Event description:
It was reported that the customer's insulin pump had a cracked screen. The customer's blood glucose was 118 mg/dl. Troubleshooting was done. The customer stated that an inch of the display screen was cracked. The customer was unaware of how the damage occurred. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received no cracked lcd window, however minor scratches on lcd window noted, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.